Manufacturer narrative:
Correction: h4: device manufacture date was first reported as feb 24, 2020. The correct device manufacturing date is mar 4, 2020. Additional information: a review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse). All modes of operation and calibrations were verified, and no failures were detected. In addition, surgery support was provided. Modifications for the surgeon¿s pocket settings were made to decrease the opaque bubble layer (obl). After the settings were modified, the presence of obl were decreased. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when isolating the hinge during a flap lift, the patient had a sudden eye movement and there was a partial tear of the hinge on the right (od) eye. The flap lift was aborted, photorefractive keratectomy (prk) was preformed, and the treatment was completed using the alcon wavelight femto laser. At the completion of the procedure, bandage contact lens (ctl) was placed due to the (prk). The fellow eye flap was lifted without incident. The surgeon complained of the presence of opaque bubble layer (obl) causing a stickier flap, which made the patient move. Sudden eye movement was also noted during the wavelight treatment on each eye. Modifications were made to dr. (B)(6) pocket settings to decrease the incidence of (obl).